Manufacturer narrative:
The customer returned the suspected contour next usb meter for evaluation. No test strips were returned. Therefore, in-house testing was performed using the returned meter and in-house contour next test strips, which gave a satisfactory performance. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from the (B)(6) reported that for one month he has been obtaining erratic readings on the contour next usb meter. The customer provided an example where he obtained readings of 2.1 mmol/l and 16.0 mmol/l within one minute. The customer had no symptoms of hypoglycemia. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.